Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Pursuant to 21 cfr 803.24 neither the filling of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lifesciences holding corporation or any of its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.

Event description:
This is the third report of three concerning the same patient. (See mfg report number 1651501-2014-00005). This report concerns a stainless steel locking screw(size unknown). It was reported (on an unknown date) following a proximal humeral fracture surgery the plate pulled out and a screw backed out of the bone. The surgeon said she felt that the plate pulled out of the bone due to bad bone quality, inadequate fracture reduction and noncompliant activity by the patient. The surgeon said the fracture was reduced when it was checked with the c-arm intra-operatively, but soon after the case was finished, (time unspecified) the (humeral) head had collapsed. The head had a fracture that split it down the middle. Although the surgeon felt it was fairly well fixed anteriorly and posteriorly she sent the x-rays to a different surgeon who said the plate could have been placed a little higher (more proximally) for more screws to go in the superior portion of the head. Two days post operatively the patient took the splint off and did yard work. The patient reportedly did not follow the surgeon's instructions to remain immobile. On an unknown date, the surgeon removed the plate and screw and implanted a hemi arthroplasty. She saw the patient at six weeks post operatively and the patient was reported as 'doing great'. During the removal surgery the torx 8 drive shaft tip broke off when the surgeon inserted one of the screws in the head portion of the humerus. A backup driver was utilized and the surgery was completed. The surgeon said she not attribute the incidents to the plate (or system) performance. Additional information was requested, but the reporter indicated the surgeon did not want to be contacted.